Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. The unit was tested by operating the attach/dettach cassette, found cassette not attached properly alarm. The defective downstream occlusion sensor will be replaced.

Event description:
It was reported that there was a downstream sensor repair. No patient injury reported.